Event description:
It was reported, while preparing the julian (anesthesia workstation) for a medical procedure, the device became unstable and tipped over. The chassis at the front right side with the castor was broken. No further consequences for pt or user were reported.

Manufacturer narrative:
The investigation at MFR site is ongoing. Results will be reported in a f/u report.